Event description:
The sales representative reported that the device continued to run after activation before a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.